Event description:
It was reported that the ventilator failed the o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the o2 sensor test during pre-use check. The ventilator was investigated by our field service engineer on-site and the o2 sensor was determined defective and replaced which solved the issue. No service report or log files has been provided and no parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).